Manufacturer narrative:
Date of event: exact date unknown, event occurred a year ago.

Event description:
It was reported that the patient had difficulty and frequent ipg charging. Troubleshooting was attempted however rendered the same results. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned as it was discarded by the medical facility.